Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the 0.2 micron filter on the extension set was noticed to be cracked and leaked after infusing opdivo for 10 minutes on a patient. There was no harm reported.

Manufacturer narrative:
The customer¿s report that the filter was cracked and leaking was not confirmed however a crack was noted on the female luer. The set was visually inspected and a vertical hairline crack was visible on the female luer adaptor extending from one end of the adaptor to the other. Stress and tool marks were not observed. The filter was carefully examined but there was no evidence of a crack. There were no other damages or anomalies observed on the remainder of the set and its components. Functional testing was performed and liquid was observed to leak and spray out from the female luer adaptor. Pressure testing was performed and no leaks were observed. The root cause of the customer¿s report was a hair-line crack in the female luer adaptor that caused a leak. The cause of the crack in unknown.